Manufacturer narrative:
Result: siderail missing the retaining ring.

Event description:
It was reported by service report that the foot right siderail retaining ring fell off inside the siderail. There was patient involvement. However, no adverse consequences were reported.